Event description:
The customer reported that an 840 ventilator had an unresponsive key. The failure happened while the device was not used on a patient. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the keyboard. The customer reported the unit passed extended self-testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).